Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the vessel perforation. It was reported this was a mitraclip procedure performed to treat grade 3 degenerative mitral regurgitation (mr) with a grade of 3. The femoral vein was tortuous. When inserting the steerable guide catheter (sgc), the sgc failed to advance, a kink was seen on the guidewire that was being used, the sgc was removed. The femoral vein was flushed with contrast and a perforation was observed on the femoral vein. The procedure was aborted, no clips were implanted. Mr remains at 3. The patient was sent for a computerized tomography scan for further diagnosis. No damage was noted on the sgc. It is unknown if treatment was performed for the injury. Per the physician, the guidewire may have caused small injuries to the vein, which then led to a perforation from the sgc. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported failure to advance appears to be related to patient morphology/pathology. The reported perforation was due to procedural condition. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.